Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was contamination/corrosion on the battery pca and a shorted d2 diode on the bedside pca. The damage to the diode was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's charger was experiencing battery/charger faults.